Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: two unused samples in sealed packages were returned for evaluation. A visual/microscopic inspection revealed no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. The springs from the assemblies were also removed and the lengths were measured. No abnormalities were observed. A simulated use test was performed on both units by pressing the safety activation button. The needles retracted into the safety barrels meeting no resistance. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6292777. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract during use. There was no report of injury or medical intervention.